Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device without incident. The manufacturer is currently investigating this event and will file a follow-up report when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed.